Event description:
Reference number (B)(4). Event occurred in australia it was reported that the patient faced three tape not sticking issues after a few minutes of use on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4)-device 1 of 3 patient city: (B)(6) patient country: australia